Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up correctly and there was a communication error. There was no pt injury or death reported.